Manufacturer narrative:
According to a service report which was received by the manufacturer for investigation it was stated that the check valve located in the vacuum line in-between the pump and the ventilator canister was installed backwards or incorrectly during previous service intervention. The check valve is a non-return valve placed inside the vacuum system. In case the check valve is installed backwards, no or less vacuum will reach the ventilator assembly causing that the rolling membrane of the ventilator is in an incorrect position during automatic ventilation leading to mechanical stress on the membrane. The disposition of the rolling membrane probably caused the detachment of the o-ring which is placed on this membrane and finally caused the reported device problem. The fabius gs reacted as specified for the detected failure and alarmed audibly and visibly with ¿ventilator fail¿. As automatic ventilation is no longer possible the user can switch to manual ventilation to continue the case. Monitoring is still functional. To prevent an incorrect assembling the valve direction is marked on the check valve. Additionally the correct function of the check valve has to be tested during service as described in the corresponding service documentation. In the past 2 years no similar case has been reported from the field. The device was repaired on site and no further problems have been reported.

Event description:
It was reported that during a case, automatic ventilation stopped working and the machine alarmed for 'vent fail'. Manual ventilation remained available and there was no patient injury reported. Reportedly during visual inspection of the device by the hospital biomedical technician it revealed that the o-ring on the bottom roller vent diaphragm had fallen off.